Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the cutting burr device and it was determined that the reported condition that the burr attachment shaft was stuck in the angled driver, would not come-off, and when attempted to be removed the ¿burr head¿ tip broke-off was confirmed. It was determined that the locking sleeve of the attachment device had been rotated out of its proper alignment preventing it from releasing the cutter device. The lock sleeve was rotated back into its proper alignment and the attachment device was able to function as normal. It was noted that the cutter device could not be assessed, as it was a fraction of the whole one because it was already damaged. It was determined that this damage to the cutter device was caused by trying to remove the cutter device, which caused it to break. The assignable root cause was determined to be traced to user, which is user error.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: please note that the brand name, common device name, device product code, 510k, and device manufacture date were reported as unknown in the initial medwatch report. These sections have been updated with the correct product information. The unique identifier (UDI) has been updated accordingly. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: minimal access attachment device, angled driver device. Device manufacture date: the device manufacture date is unavailable. UDI: the part number is unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable.

Event description:
It was reported that the minimal access attachment device shaft was stuck in the angled driver device and did not come-off. It was reported that when the physician attempted to remove the attachment device, the tip of the ¿burr head¿ broke-off. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.